Event description:
It was reported that a user¿s ilet pump vibrated on power-up while the display remained black, consistent with a screen unresponsive hardware malfunction of the user interface/display assembly. Symptoms included no reported changes in blood glucose and no reported adverse clinical effects. Outcomes included interruption of intended insulin delivery and the need for backup therapy due to unreliable delivery and meal announcements. Investigation included remote troubleshooting and user education, including guidance to shut down the device, data sync to the mobile app, and continuation of cgm via dexcom app or receiver. Investigation of this case revealed a display or user interface failure that rendered the screen nonfunctional while the device vibrated at startup, consistent with a device hardware problem affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was a hardware malfunction of the display/user interface not attributable to user error.